Event description:
Patient - 13 month old boy for surgery on chronically occluded tear duct. Three katena lacrimal intubation sets were ordered. The first probe was threaded through the tear duct, out the nose, and pulled apart while being withdrawn through the nose. The second probe also came apart. A third probe was tried and when the tubing was withdrawn from the nose the threaded portion of the metal probe was neither on the tubing nor on the probe. An x-ray showed it was lodged int he tear duct. The patient was referred to the eye institute for further evaluation.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.